Event description:
It was reported that a device alarmed for a system error 322. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter has received and evaluated the device. The device evaluation was unable to reproduce the system error 322 during testing. However, review of the device history log confirmed the error. The upper and lower auxilliary were found to be out of specification. The upper and lower auxiliary were replaced.